Manufacturer narrative:
See manufacturer reports #3004209178-2018-04109 for the patient's other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had no symptom control at night. They were up most of the night or ¿at lease about every 1.5 to 2 hours to go to the bathroom. The patient further stated that they were up so much that they were very tired and would have to cancel their evening plans (they ¿should not even be driving because she is so tired¿). The patient had been increasing the stimulation at night to see if that would help control their symptoms during that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was constantly feeling the stimulation and that it was uncomfortable and they were very much aware of it. The felt a little different than the trial like in the vagina area, almost like it was going to pop out and them sometimes they felt it in the rectum. It was reviewed it should be felt in bike seat area. Patient mentioned that so far the urination has been going well other than they thought they were leaking a little but that the healthcare professional (hcp) told them it wasn't going to be perfect. Patient stated they have met the 50% reduction in symptoms. It was reviewed patient should direct medical questions to hcp however every patient did feel stimulation differently. Additional information was received from the patient. Patient said they believe they needed to raise the stimulation. Patient said the night prior to the report, they got up four times and the night before they got up three times. Patient said they were going every 2-3 hours, further mentioning that this was a drastic difference than the first week which was like heaven. Patient also noticed a little bit of leaking but they could tolerate that. Patient said it was a little tender where the device was put in. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. It was noted that patient had the ability to change programs and /or adjust stimulation and it was recommended for the patient to consider increasing amplitudes if medically appropriate. Patient was on program 2 at 2.0volts, and they could feel stimulation in the correct area. Patient increased stimulation to 2.5volts on program 2. It was reviewed that it takes time for the body to respond to therapy and patient was redirected to the health care professional (hcp) if problem did not resolve. Patient was told to give it 2-3 days and if symptoms did not improve to follow up with doctor or call us back to help adjust settings. No further patient complications were reported/ anticipated as a result of this event. Additional information was received on february-13-2018 from the patient who indicated that the night prior to the call stimulation was too strong. Additionally, the patient again reported that they were getting up every 2-3 hours and that everything had been fine until the night prior to the call. During the call the ins was checked and found to be on and set to 2.8 on program 2. The patient went on to indicate that the day of the call was better and stimulation was not so strong, but the patient's symptoms were mostly at night. At the time of the call the patient did not want to change any settings and would monitor symptoms overnight. The patient was advised to follow-up with their healthcare provider (hcp) to resolve their symptoms. Patient status is unknown atthe time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was all of a sudden leaking. The patient stated that she got up 4 times last night, but she was good during the day. Trouble shooting attempts were made and the patient programmer showed stimulation was on program 2 at 3.3 volts. The patient switched to program 1 at 2.0 volts and confirmed feeling stimulation in the correct area. The patient was told to give it a couple of days and was redirected to their health care professional. The patient also mentioned that when driving the car it was sometimes uncomfortable and it felt like it was going to come out. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting previously reported information, and reporting that if they touched their ins, the area was still tender. The patient also called to make changes to their settings. The patient stated they were continuing to do good during the day, but at night they had to get up because they felt dripping. The patient noted that they got up the night before 3 times again and one time they had excess urine. The patient stated their bladder says to get up and go to the rest room, but they went 6 hours without urinating the other night. The patient noted that their symptoms were tough to talk about because they thought the ins would work 80% like the trial did, but it worked 50% and the issues discussed were annoying lately. The patient noted that they got nervous to do something wrong with the programmer, and was about to give up and just leave the settings where they were and let the ins work. The patient connected to the programmer and was on program 1 at 2.2. The patient increased to 2.4 and felt comfortable stim. It was reviewed to give it a few days for the patient¿s body to adjust to the changes in settings. It was noted that the patient had an appointment in april. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was having trouble again and they were having trouble again because they couldn¿t get to the bathroom and went to the bathroom twice again. The stimulation was on, but the patient wasn¿t feeling it much. They increased from 2.8 to 2.9, where they felt stimulation comfortably. It was also noted that the stimulation wasn¿t just too strong; it was pain. The patient was seeing their hcp the following week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the patient reporting that they were still learning how to use the device when asked to clarify the report of the sudden symtpoms change and stimulation being too strong. Patient also reported that they were not sure what the circumstances were that led to the stimulation issue and symptom change. They stated that they just felt greater impulse and was uncomfortable with that. Patient reported they were able to lower the numbers down and that solved the problem. No further complications were reported.